Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However photographs were provided. Upon visual inspection of the photographs, few scratches were identified. Additionally, blood residues were noted. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required part/lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt fell on rt hip (B)(6) 2021 and developed lt hip pain. Pt underwent revision of lt acetabulum. Original lt total hip 11/2014. No other information available.